Event description:
It was reported that the patient was feeling the lead wire in the back of her throat, when she would swallow, although she couldn¿t see it. It felt like the wire wrapped around her throat to under her chin. When she would lie down she would keep getting sick and nauseous. The patient felt it on the day of the report and also when she first got the implant, but that went away. The patient¿s neck sunk in where the healthcare provider (hcp) put the wire in. She could always feel it. The last 2 days the patient had been getting a couple of shocks. She felt it laying on the right side, thus she turned her implant off last night. The patient was not sure if stimulation location had changed. She also felt hot, sweaty and nauseous, had trouble swallowing, and she had been throwing up. The patient had indigestion and she thought the vomiting caused the wire to come through. In addition, the left side of her face felt hot. It was noted that an hcp did blood work and she was waiting for the results in 2 days. It was noted that she had been sick for a while. Impedance was checked in the hcp office by a manufacturing representative that showed the implantable neurostimulator (ins) was ok. X-rays were ordered to check wires. X-rays were reviewed. The cause of the event was not determined. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).